Event description:
On (B)(6) 2015, the reporter contacted animas alleging an unspecified history/settings issue. It was reported the patient's blood glucose level was unspecified but elevated without signs or symptoms of hyperglycemia. No additional information was provided and troubleshooting was unable to be completed. The reported health event does not qualify as a serious injury. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.